Event description:
The customer reported that during reanimation for a 16-year-old male patient, the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR" message immediately after changing the autopulse li-ion battery. The crew switched to manual CPR immediately. It is unknown how long manual CPR was performed. The error message occurred during the prone approach to the destination hospital. Return of spontaneous circulation (rosc) was not achieved. According to the customer, a direct connection between the failure of the device and the patient's condition cannot be established. The autopulse li-ion batteries are performing as intended.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR" message" was confirmed during the functional testing and based on the review of the archive data. The root cause for the reported complaint was that the brake gap was too wide and therefore out of specification, likely attributed to normal wear and tear. During visual inspection, no physical damage was observed on the platform. The power distribution board revision is up to date. The archive data review indicated system error user advisory (ua) 139 (unable to hold compression position), thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the reported complaint. The brake gap inspection indicated that the brake gap was too wide (0.14"). The brake was cleaned and adjusted to remedy the issue. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with sn (B)(6). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use-only indication is prominently displayed on device labels and in the device manual. The benefit of using autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, the rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse, the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard-of-care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.